Manufacturer narrative:
Photos have been provided to aid in our quality engineer's investigation. Visual examination of the photos show an applicator with out (missing) end cap with lot number 0327868. As a result, bd was able to verify the reported issue. A device history record was completed for batch/lot 0327868 and no non-conformances were noted during the manufacturing of this lot. The root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi- lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator. Your facility should have received a recall notification for this failure, and it also attached to this email. Please ensure that your facility completes the customer response form associated with the recall and follow the directions provided. Bd recognizes that customers place their trust in our products, and we strive to exceed the expectations of every customer. Your feedback is essential to our mission to improve the productivity and safety of health care globally. H3 other text : see narrative below

Event description:
It was reported the back of the applicator came off and the glass vial fell out. Back of 26 ml chp applicator is coming off and glass vials are falling out.

Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported the back of the applicator came off and the glass vial fell out. Back of 26 ml chp applicator is coming off and glass vials are falling out.